Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) ranged from the 300's (mg/dl) to over 500 mg/dl with high ketones. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Bg was addressed with a bolus via the pump.